Event description:
It was reported that sometime post catheter placement procedure, the line was allegedly fractured during flushing. It was further reported that the line was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post catheter placement procedure, the line was allegedly fractured during flushing. It was further reported that the line was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman t/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. In addition to the returned physical sample, three electronic photos were provided for review. The investigation is confirmed for the reported fracture issue as a compound break was noted on the blue luer. Under microscopic observation, the edges of the compound break was noted to be uneven. A complete circumferential break was noted on the distal end of the catheter. Striations and residue was noted throughout the surface of the complete circumferential break. Upon infusion, a leak was observed from the compound break. Furthermore, the provided photo also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.